Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02858, 02859. It was reported, the pt experienced communication issues with his ipg. He stated, he fell down the stairs about 4 weeks ago and a week later, he felt a "biting" sensation around the ipg site with stimulation on. The pt also reported, he did not have adequate stimulation coverage any longer in his upper back. Reprogramming was unable to resolve the uncomfortable sensation nor the inadequate coverage. The pt stated, the pain is unbearable and he wants his system removed. Diagnostic testing revealed no anomalies. It was reported x-rays have been ordered and a revision surgery is being considered. No further information is available at this time.